Event description:
The vascade 6/7f was used for closure for an interventional coronary procedure. The device was inserted into the sheath and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. The collagen was deployed and final hemostasis was achieved. One hour post procedure, the pt developed a retroperitoneal bleed and was kept overnight for observation and giving a unit of blood. A review of the fluoroscopy noted that a high stick was evident.

Manufacturer narrative:
Based on the reported sequence of events, this event appears to be consistent with a use error related to the appropriate conditions for use of the vascade device. Conclusion: there is no reported device malfunction. The pt complication was resolved with a blood transfusion with no further intervention or reported harm to pt.